Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection to the cheekbones with juvederm voluma with lidocaine patient developed "consistent edema at the injection site." Patient was treated with bentelan and symptoms resolved 2 days after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Device labeling addresses the reported event of edema as follows: undesirable effects: "the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported after injection to the cheekbones with juvederm voluma with lidocaine pt developed "consistent edema at the injection site". Pt was treated with bentelan and symptoms resolved 2 days after onset.